Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Patient 3: d.o.b (B)(6); medication includes coumadin and a pacemaker. Patient 4: d.o.b (B)(6); medication includes coumadin and a pacemaker. Patient 5: d.o.b (B)(6); medication includes coumadin patient 6: d.o.b (B)(6); medication includes coumadin patient 7: d.o.b (B)(6); medication includes coumadin patient 8: d.o.b (B)(6); medication includes coumadin daily.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 3.1 inr/1.0 inr, 2.9 inr/2.2 inr, 3.4 inr/2.6 inr, 4.2 inr/3.1 inr, 2.2 inr/1.7 inr, 1.8 inr/3.2 inr, 6.0 inr/4.6 inr, 1.4 inr/2.5 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.